Event description:
It was reported that the programmer screen locked up multiple times on various dates during the right ventricular (rv) lead threshold test. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.